Event description:
It was reported that a dexcom g6 sensor failed and could not re-pair to the ilet, which placed the system into bg run mode; the user also reported recent steroid injections and difficulty pairing in the dexcom g6 mobile app, after which support guided toggling between g6 and g7 settings on the ilet to enable entry of the transmitter ID and sensor code, and the g6 began warming up. Symptoms included hyperglycemia with a reported fingerstick of 300 and levels above range since the prior day, without ketone testing, backup therapy, or medical intervention. Outcomes included no health consequences or lasting impact. Investigation included troubleshooting and user education regarding pairing and app use. Investigation of this case revealed a pairing failure to the ilet that was resolved through software navigation and correct code entry, with hyperglycemia plausibly influenced by recent steroid injections. It was concluded, based on previously established findings for similar reports, that the cause was user interface pairing difficulty compounded by physiologic effects of steroid therapy.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.